Event description:
When the hand piece was plugged into the generator, the hand piece had self-activated.

Manufacturer narrative:
Conmed's investigator confirmed the reported malfunction upon the device's evaluation. The returned sample's 'coag' function was self activating. The investigator had dissected the sample and noticed that the wires were soldered inappropriately. The manufacturing facility was made aware of this manufacturing defect.